Manufacturer narrative:
Concomitant medical products: 5076-45, lead, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced extra stimulation from a newly placed right ventricular (rv) lead. The patient stated that when laying down on their left side "it felt like a baby was kicking" and that they had been back to the clinic twice and they no longer feel it. The patient further reports that every night at the same time they feel that same sensation which was attributed to the program that monitors pacing thresholds at different intervals. Additionally, the clinic disclosed that the patient exhibited phrenic stimulation which the patient could not tolerate. Loss of capture was noted several time. The programmed feature that monitors pacing thresholds at different intervals was turned off and outputs were decreased. The rv lead remains in use. No further patient complications have been reported as a result of this event.